Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: low back and leg pain syndrome. Lumbar spondylosis. Lumbar disc herniation, l4-l5, left side. Lumbar stenosis. Non-insulin-dependent diabetes mellitus. Hypertension. History of stroke. Obesity with body mass index of 32. Rheumatoid arthritis requiring immunosuppressive therapy. Thrombocytopathy secondary to plavix and underwent the following procedures: gill procedure at l4. Semi- hemalictomy (inferior), l3. Foraminotomies, bilateral, at: l3-4 and l4-l5. Discectomy left l4-l5. Internal stabilization from l3 through s1, bilateral, using a pedicle screw and rod system (stryker- xia). Lateral mass fusion from l3 through s1, bilateral, using autogenous bone plus autologous bone plus bone morphogenic protein. Preparation of bone graft. Intraoperative fluoroscopy. As per op-notes, ¿a piece of gelfoam was placed over the exposed thecal sac and exiting roots to prevent entry of bone morphogenic protein. Rhbmp-2 was reconstituted according to supplier¿s instructions and allowed to assimilate for more than 30 minutes. It was placed over the bone graft from l3 to s1 on both sides.¿ patient tolerated the procedure well without any intraoperative complications.